Event description:
On (B)(6) 2010, abbott point of care (apoc) was contacted by a customer who reported that analyzer # (B)(4) would not activate. The analyzer was returned on 02/23/2011 and during failure analysis capacitor c13 on the main pcb was found burnt. Apoc has determined that the failure mode is likely to cause or contribute to a serious injury should it recur. Based on the information available, there were no patient related injuries associated with this complaint.

Manufacturer narrative:
(B)(4). Incident was identified following review of third party manufacturer generated records against procedural requirements.